Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.